Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during basic occlusion test due to faulty force sensor relay. The insulin pump was unable to perform full drive system test due to compromised force sensor system alarm. The alarm history could not be verified due to the alarm. The insulin pump was received with cracked lcd window, cracked case at display window corners, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery for about a month. The blood glucose reading was over 400 mg/dl. The customer's mother stated that the alarm was sometimes resolved by an insertion site or infusion set change. She noted that sometimes the customer had to make changes several times before resolving the alarm. She advised that the alarm had been resolved by a complete infusion set, reservoir and insulin change. The most recent blood glucose reading was 190 mg/dl. She declined to return the infusion set and reservoir for analysis. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.